Manufacturer narrative:
Device evaluation: the actual device was returned to plant manufacturing for investigation. During the attempt to perform the simulated treatment a blank display was encountered. The blank display was due to the inverter board which was found to have a failed transformer with burn damage. The fuse on the inverter board also measured ¿open¿ which is indicative of a current surge. The inverter board will be replaced in production during the refurbishing process. There were no visual indications of dried fluid within the cassette compartment. A device history record noted a non-responsive touch screen.

Event description:
A peritoneal dialysis patient reported that cycler's screen went blank. The cycler was rebooted twice however, the screen did not respond. During the device investigation on 12/4/2017, it was noted that the blank display was due to the inverter board, which was found to have a failed transformer with burn damage.